Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varix ligation procedure. The exact procedure date was unknown. During the procedure, the bands could not be deployed; however, they just moved from their position within the ligator. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were twisted and overlapped.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.